Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure.   Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment.   In this case, the cause of the delivery system balloon bust cannot be determined, however, it may be related to patient factors (severely calcified proximal ascending aorta).   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the operative report, the patient underwent a successful tavr procedure with the implantation of a 23mm sapien 3 transcatheter valve in a failed (degenerated) surgical aortic valve via right side tf approach.  During deployment, the delivery system balloon rupture, but this occurred after full inflation. The patient recovered hemodynamically quite readily. Post deployment the tee was examined and revealed a satisfactory placed valve, there was no evidence of residual aortic insufficiency or paravalvular leak noted, and minimal transvalvular gradient. There were no complications during the case. The patient was stable and was discharged home in good condition on post-operative day one. The root aortogram revealed a severely calcified proximal ascending aorta.  The device was discarded by the site.

Manufacturer narrative:
Reference CAPA-20-00141.